Event description:
It was reported to covidien that a customer had an issue with a trellis catheter. The customer reports the distal balloon would not hold inflation. Bilateral trellises were employed; the defective balloon was inflated but then lost its pressure and deflated. The treatment was able to be continued by pinning the deflated balloon with the second device's balloon, and therapy was administered successfully, without complications or pt compromise.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.